Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient experienced a skin reaction with itching, burning, rash, and inflammation underneath the sensor pod area, which occurred 7 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription doxycycline oral and mupirocin ointment topical. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.